Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on non-boston scientific left ventricular (lv) channel. Technical services (ts) reviewed and stated that there was loc present and programming was performed. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.